Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The jaws of the reload were open. The shipping wedge was noted to be damaged. Test media cut by the reload was received. The test media was cleanly transected and staples were properly placed distally. Functional testing found that the reload was loaded into a representative instrument. The interlock was overridden and the reload was cycled without hesitation or binding. Test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the shipping wedge of the reloads broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the sulu channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The evaluation detected an unreported condition: of egia sulu/reload clamped with shipping wedge attached and device partially fired. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to remove the shipping wedge until the reload is loaded into the instrument. The shipping wedge should be retained until the completion of the case. Do not clamp instrument prior to removing shipping wedge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot # p4k0915) egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p3f0513), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#:n3d0560y), egiaustnd, egiaustnd endogia ultra univ std stap (lot#:unknown), unknown egia su, unknown endo gia sulu (lot#:unknown) egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p4k1223), egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p4c0807), egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p4c0807) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic gastrectomy, when being applied on the stomach, 4 units out of the 7 shipping wedge of the reloads broke and fell into the patient cavity. It was unknown whether everything was removed or retained inside the body cavity. Medtronic's initial evaluation of the device found that the device was partially fired.

Manufacturer narrative:
Correction: d3, additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.